Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: patient transport. Sling, other/defective. Metal bracket rubbed hole in material. Complaint of "tearing where the metal bars are" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: patient transport. Sling, other/defective. Metal bracket rubbed hole in material. Dealer states these slings are tearing where the metal bars are.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states these slings are tearing where the metal bars are.